Event description:
The pt was admitted for a procedure in 2008 with a 99% lesion in the mid left anterior descending branch. The lesion was de novo, flexed, moderately calcified and slightly tortuous. The lesion was pre-dilated and a 3.0 x 23mm cypher stent was implanted at the proximal end of the lesion. Then coronary angiography was conducted and the physician found that there was stenosis at the distal end of the lesion, and so a 2.5 x 28mm cypher stent was delivered to the lesion. During delivery, there was no resistance felt between the cypher and the guiding catheter. However, while delivering the cypher, the stent became stuck at the flexed area between the distal end of the initially implanted cypher and the proximal end of the second lesion. The physician pulled and pushed the stent delivery system, but it still wouldn't cross. Therefore, he retrieved the stent delivery system from the pt and found that the stent was missing from the balloon. Coronary angiography confirmed that the dislodged stent was at the mid portion of mid left anterior descending branch. Because the guidewire was still inside of the dislodged stent, a gooseneck snare was used to successfully retrieve the stent from the pt. Eventually, balloon angioplasty was conducted with the original cypher's balloon at 22atm. Then, a 2.5 x 24mm bare metal stent was implanted instead. The physician commented that the cause of this event might be because the stent became stuck at the flexed area at the distal end of the proximal target lesion or the distal edge of the initially implanted stent. In addition, the dislodged stent seemed to be shorter.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.